Manufacturer narrative:
Additional information: b3/d10 date, h4, h6 (update codes), h11. B3/d10 date: the event occurred over two (2) days, 03/16/2025 and 03/17/2025. H4: the lot was manufactured between august 7-8, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two(2) large volume infusor did not flow fluorouracil during use. The device was immediately replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.